Event description:
Clinical information: crd_1056 - advance laa, patient ID: (B)(6), r850905801 it was reported that on (B)(6)2024, a 22mm amplatzer amulet left atrial appendage (laa) occluder (lot: 9091966) was chosen for implantation utilizing a 14f amplatzer torqvue delivery system (lot: 10002728). The patient presented in sinus rhythm. Heparin and protamine were administered during the procedure. 14f amplatzer torqvue delivery system (lot: 10002728) was not compatible with anatomy so it was replaced with 14f amplatzer torqvue delivery system (lot: 10256629). The amulet was implanted successfully. On (B)(6) 2024, the patient returned to the emergency department with chest pain. Echocardiogram was performed. A moderate circumferential pericardial effusion width 1.8mm was observed. Cardiac tamponade was not observed. Pericardiocentesis was performed draining 350cc and the drain was left in situ. Transthoracic echocardiogram (tte) post pericardiocentesis showed no effusion.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that amulet was successfully implanted after multiple wire exchanges performed in pulmonary vein. There was no difficulty implanting the device, the device had one partial recapture. Three days post implant, the patient returned to the emergency department with chest pain and a moderate circumferential pericardial effusion width 1.8 mm was observed upon performing echocardiogram. A pericardiocentesis was performed draining 350cc and the drain was left in situ. Transthoracic echocardiogram post pericardiocentesis showed no effusion. The patient was on dual anti-platelet therapy at time of pericardial effusion. The device remains implanted and was not returned to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on cine review performed at abbott, the disc appeared to be below the ridge and continued protrusion into the ridge. The disc appeared to be more flat than concave and appeared to be touching the lobe on the ridge side. Imaging of first deployment would have been helpful to see to access orientation differences, however was not provided. It is unknown if the pericardial effusion was due to implant techniques. Based on the information available, it is difficult to determine with certainty the exact cause of the reported event. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. H6 medical device problem code: 2682 added.

Event description:
Clinical information: crd_1056 - advance laa, patient ID: (B)(6), r850905801. It was reported that on (B)(6) 2024, a 22mm amplatzer amulet left atrial appendage (laa) occluder (lot: 9091966) was chosen for implantation utilizing a 14f amplatzer torqvue delivery system (lot: 10002728). The patient presented in sinus rhythm. Heparin and protamine were administered during the procedure. 14f amplatzer torqvue delivery system (lot: 10002728) was not compatible with anatomy so it was replaced with 14f amplatzer torqvue delivery system (lot: 10256629). There was no issue with the delivery system. Transseptal puncture was inferior-mid. Multiple wire exchanges performed in pulmonary vein. A wire was never placed in the laa. The amulet was implanted successfully. There was no difficulty implanting the device, the device had one partial recapture. On (B)(6) 2024, the patient returned to the emergency department with chest pain. Echocardiogram was performed. A moderate circumferential pericardial effusion width 1.8mm was observed. Cardiac tamponade was not observed. Pericardiocentesis was performed draining 350cc and the drain was left in situ. Transthoracic echocardiogram (tte) post pericardiocentesis showed no effusion. In the physician's opinion, the effusion was due to the amulet. Patient was on dual anti-platelet therapy at time of pericardial effusion.